Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive the prograsp forceps instrument for evaluation as it was thrown away following the procedure. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A review of the log showed the prograsp forceps instrument (part #471093-11 / lot #n12200310-0231) was last used on (B)(6) 2020 during this reported procedure with system (B)(4). The prograsp forceps instrument has 10 allotted uses and 0 use remaining. In addition, a review of the site's complaint history identified no other complaints related to the prograsp forceps instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy surgical procedure, the prograsp forceps instrument was "dislocated inside the patient." The fragment that had fallen inside the patient was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the instrument breakage and the fragment falling issue. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the prograsp forceps instrument was "dislocated inside the patient." The customer removed and replaced the prograsp forceps instrument. Per the reporter, the fragment that had fallen inside the patient was retrieved during the same procedure. The customer reported no broken pieces/parts left inside the patient. The prograsp forceps instrument was thrown away. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.